Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the pump was not returned for investigation. Major bleed: clinical details report that the patient was bleeding from their gums and the triple lumen access site on (B)(6) 2025. The patient was on heparin at the time. The cause of the clinical symptom cannot be determined as insufficient clinical details were provided. Access site adverse event: clinical details report that once back in the ICU on day one of support, the patient's impella access site was oozing. It was reported that the patient's ptt was >200 at the time. The insertion angle was adjusted several times and the ptt was brought back under control, and the groin site was noted to be intact and dry the next day. Product was not returned for investigation. Since several troubleshooting methods were reported, the cause of the minor bleed could not be determined. Stroke: it was reported that the patient had altered mental state overnight and code stroke was called on (B)(6) 2025. CT of the head was negative for bleed. In order to make a root cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Device history lot ==> device lot: 1947073 device history batch ==> subcomponent: . Device history review ==> pump sn (B)(6) passed all post-sterile inspection checks.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support. It was reported during impella cp support that the patient experienced restlessness and altered mental status. A stroke code was called and computed tomography of the head did not reveal any bleeding. The patient was reintubated, and it was noted there were no impella issues at the time of the event. The following day, the patient was weaned to p2. The patient was noted to be within goals of the care team after weaning the impella, so the medical team decided to explant the device. The patient was successfully weaned and explanted.

Manufacturer narrative:
A.6 is unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.